Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
It was reported pt had a micl 12.1 mm implantable collamer lens implanted in the left eye on (B)(6) 2009. As part of the post market study, the pt reported experiencing halo vision at night. The icl remains implanted. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.